Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify audio alert anomaly or verify pump error 63 due to blank display. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the audio was loss. Customer reports audio beep test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.